Event description:
Information received indicates that patient receives approximately 90 ml of 0.2% ropivacaine in less than 2.5 hours. Rate was set at 8 ml/hr. Customer also stated that the unit continuously flowed with the unit turned off and increased flow when the unit was turned on. Unit was tested in clinical engineering and failed infusion rate test.

Manufacturer narrative:
Pump was not returned.